Event description:
It was reported that the patient's right ventricular (rv) lead exhibited elevated capture threshold and decreased in r wave amplitude. The rv lead was explanted and replaced. The patient was stable throughout the procedure.